Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer had non-recoverable faults occur. The customer stated that the errors they saw on the screen were 252, 23, and 281. Technical support engineer (tse) stated the log review noted errors 23 and 307 coming from surgeon side console 2 (ssc2), but, the logs did not provide ssc serial numbers. Customer confirmed that the site had two sscs connected. The tse walked the customer through troubleshooting by disconnecting one ssc and rebooting. When the errors returned, the second ssc was disconnected and power cycled. No fault occurred at that time. The site was continuing the procedure with the single ssc. There was no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse powered on the system and was unable to duplicate the reported problem of non-recoverable fault. However, the errors were verified through a log review. Powered down the system, replaced master tool manipulator left (mtml) and remote arm controller (rac1) and performed all necessary tests and calibrations. The system was tested and verified as ready for use. The mtm2 was returned for failure analysis, and the reported failure (error 23) was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. There was no trouble found. The rac was returned for failure analysis, but the reported failure could not be reproduced. However, the error/fault was confirmed via error logs/system logs. The reported problem was error 307, which states that a node configure to be present stopped responding. After initially being seen at startup it disappeared. The rac was installed onto a pca test system, where is it was programmed, and power cycled 10 times. Unable to reproduce error 307. However, the error was confirmed in the logs. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.